Event description:
The customer contact reported the pt rec'd more medication than intended. On an unspecified date and time, the device was programmed to deliver and unspecified concentration of hydromorphone, with a 0.4mg bolus dose, a 8 min bolus lockout, a 6.5mg 4hr dose limit, a 250ml container size and the delivery was started. No further programming parameters were provided. The customer contact reported on (B)(6) 2012 at approx 0000, a new container 250ml was programmed. At approx 0400, the nurse reported 240ml had been delivered instead of an unspecified volume. The device was removed from clinical service. It was unspecified if therapy was resumed using a replacement device. The customer contact reported there was no change in the pt's condition. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume testing, the device delivered a measured volume of 20.63ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%) based upon the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history found on (B)(6) 2012 at 0123, the device was programmed to deliver in the continuous and bolus delivery, in mg, with a concentration of 0.2mg/ml, 0mg/hr continuous rate, a 0.2mg/ml bolus dose, and 8 min bolus lockout, a 4.8mg 4hr limit and a 50mg container size. At 0452, the device was reprogrammed to deliver a 0.4 mg bolus dose and a 6.5mg 4 hr limit and the delivery was started. The device continued in use and on the reported event date of (B)(6) 2012 between 0007 and 0010, the delivery was stopped, the device was reprogrammed to deliver a 0.2mg bolus dose, with a 10 min lockout and delivery was started. Between 1210 and 0134, there were four 0.2mg pt initiated deliveries and 15 unmet demands. At 0134, the delivery was stopped and the device was reprogrammed to deliver a 0.4mg bolus dose, an 8 min bolus lockout and the delivery was started. Between 0139 and 1159, there were twenty-eight 0.4mg pt initiated bolus deliveries and 40 unmet demands. Between 1159 and 1202, the delivery was stopped, a 0.2mg partial pt initiated bolus delivery occurred, the keypad was unlocked and locked and the 0.4mg pt initiated bolus delivery was completed. Between 1211 and 1226, there were three 0.4mg pt initiated bolus deliveries, and almost empty alarm occurred, silenced, delivery stopped, keypad unlocked, new container indicated, keypad locked and delivery started. Between 1228 and 1400, there were five 0.4mg pt initiated bolus deliveries, 10 unmet pt demands, the 4hr limit was reached and a 0.1mg partial pt initiated delivery occurred. Between 1410 and 1559, there were three 0.4mg pt initiated bolus deliveries, the 4 hr bolus limit was reached 2 times and the delivery was stopped. Between 1159 and 1711, the keypad was unlocked 3 times and locked 2 times, the delivery was started and stopped 2 times, a start alarm occurred 4 times and was silenced 15 times and the device was powered off. At 1731, the device was powered on, the program and shift totals were cleared. A review of the history indicates the device delivered as programmed. This report represents all the info known by the rptr upon query by hospira personnel.